Manufacturer narrative:
Analysis for the lead revealed conductors #5 and #6 were broken under the marker band at approximately 3.5 cm from the proximal end of the marker band lead leg. Conductors #9, #12 and #13 were broken at 4.9 cm from the proximal end of the unmarked lead leg. There was breached metal ion oxidation (mio) on outer insulation at 23.9 cm from the proximal end of the marker band lead leg. Codes belong to the lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, lot# unknown, explanted: (B)(6) 2019, product type lead. Other relevant device(s) are: product ID: 39565-65, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturing representative reported that there was high impedances. The problem occurred after implantation. There were no environmental/external/patient factors that may have led or contributed to the issue. They tested the device with a cable during surgery. The lead was explanted and replaced. The issue was resolved at the time of report.

Manufacturer narrative:
Concomitant medical product(s): product ID: 39565-65, lot# unknown, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.